Event description:
It was reported that the power cord on the 9600 system was damaged. Also the system had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was replaced and the monitor settings were adjusted during the service call. The system was tested and found to be working as intended and put back into service.